Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir compartment was cracked. The customer¿s blood glucose level was 120 mg/dl. Customer stated that customer has cosmetic damage the reservoir is not holding the reservoirs, pump is out of warranty. Customer states that pump was low, was changing the reservoir and noticed a crack. Has to tape the reservoir in place. The customer was assisted with troubleshooting. Customer stated that reservoir compartment and on corners was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.